Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject was returned to olympus korea (okr). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from okr, similar past cases and the cautions described in the instruction manual, omsc surmised that this phenomenon was attributed to the dirt invasion into the inside of the light guide lens from the gap on the adhesive around the light guide lens, which might be caused by the physical stress etc. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus korea (okr), it was found that there was dirt inside the light guide lens of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to okr. Okr checked the subject device and found the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.